Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to seek medical attention on 3 different occasions (refer to (B)(6) for the 2 other incidents) due to abscesses related to pods in the groin area. It was reported that the patient also experienced pain in the extremities and shortness of breath. The patient could not recall the incident dates, however confirmed that pods were worn at the time of incidents for unspecified periods of time. No blood glucose readings were reported. The patient was treated by an incision and drainage of the abscess followed by antibiotics. The patient does not have a back-up treatment method for their diabetes.